Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the fenestrated bipolar forceps instrument was found with a broken cable. The instrument had 7 lives left. The procedure was completed successfully with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.